Manufacturer narrative:
Date of initial report: 01/13/2009. The site had indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that during a procedure, the jaws of the device locked on tissue. The surgeon pulled the jaws off the tissue, tearing the tissue and resulting in minor bleeding. The device was cleaned during the procedure with a sponge moistened with saline.